Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r6pk, implanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated while stimulation is turned on and off, the following occurred: the patient stated "yesterday I started having shocking pain on top of my head in 1 spot. And it continues to do it every few seconds." The patient stated her parents wonder if it's related to the implantable neurostimulator (ins) since it's stimulating a nerve. The patient stated "it's extremely painful." Regarding if the sensation is still present when the ins is off, the patient stated yes. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.